Manufacturer narrative:
Disregard this MDR as it was determined to be not reportable. Failure investigation revealed s/n (B)(4) was not the source device. The source device was captured under manufacturer report number 2016493-2020-00256.

Event description:
It was reported that the device smoked and iui melted. The device was connected to the patient at the time but there was no patient harm. The event occurred at the obstetric and gynecology (ob/gyn) unit. Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
The reported issue that the device smoked and iui melted was confirmed. Physical inspection of the device noted thermal damage at the iui connection. Log analysis shows three pump modules were actively infusing on the date (B)(6) 2020 when at the time of 5:56pm a ¿channel disconnected¿ alarm occurred with the pcu and the power to all three modules had been interrupted. The error codes 120.4410.0 and 120.4370.5 were recorded in the pcu error log at 5:57pm. The above events are believed to be when the thermal activity at the iui connection was occurring. Ambulatory testing replicated the ¿channel disconnect¿ alarm with the channel c (sn (B)(4)) losing power. Resistance measuring found the thermally damaged pins 1 and 2 shorted on the left iui connector from pump module (sn (B)(4)). Temporary replacement of the thermally damaged iui connector resolved the ¿channel disconnect¿ alarm issue and no observations of thermal activity were observed. The proximate cause of the report that the device smoked and iui melted is the left iui connector from pump module sn (B)(4), having a shorted connection at pins 1 and 2. The root cause for the presence of a short within the left iui connector was not identified; however the body of the part was found to have dried fluid residue around it.

Event description:
It was reported that the device smoked and iui melted. The device was connected to the patient at the time but there was no patient harm. Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device smoked and iui melted. The device was connected to the patient at the time but there was no patient harm. Although requested, no additional event and/or patient information was provided.